Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted tsl 3cg stylets. The photographs both depicted the polyimide coated regions of the wires. The first depicted device exhibited two sharp kinks between the transition and the distal tip. The first photograph is addressed in complaint (B)(4). The second depicted device exhibited one sharp kink between the transition and the distal tip. While stylet damage was obvious in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet manipulation and insertion of the stylet past the catheter tip during catheter insertion. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "stylet is bent/broken at the end of PICC kit". No other information was provided.

Event description:
It was reported "stylet is bent/broken at the end of PICC kit".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp4118 showed two other similar product complaint(s) from this lot number.